Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Review of the stored non-sustained rv oversensing episodes revealed post-paced t-wave oversensing. Programming changes were recommended. The patient will continue to be monitored with regular follow-up.